Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and loss of capture (loc). Technical services (ts) noted that the threshold was increasing overtime. The lead was capturing appropriately at the time of the call. Ts discussed troubleshooting options and monitoring the issue. The lead remains in use. No adverse patient effects were reported.